Event description:
It was reported to boston scientific corporation that a gi guidewire was used during a jejunostomy tube placement procedure on (B)(6), 2012. According to the complaint, during the procedure the wire stretched while placing the jejunostomy tube. No pieces of the device detached. There were no reported patient complications. The patient's condition has been described as "fine." Investigation results revealed on (B)(4), 2012 that the core wire was broke, making this a reportable event.

Manufacturer narrative:
(B)(4). Core wire fracture. A visual examination of the returned device revealed indications of a tensile over-load of the core wire, and stretch damage to the outer coil wraps, with numerous bends / kinks of varying degrees of severity scattered over the length of the device. The stretch coil damage, combined with the nature of the core wire fracture, suggests that device performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore the most probable root cause for this event is operational context. A device history record review was performed and no issues which might have caused or contributed to this complaint were identified.